Manufacturer narrative:
Claim changed from serious to malfunction. B1: product problem. G2: report source: foreign, other, japan, g3: 11-dec-2024. G6: follow up 1. H1: malfunction. Health codes: 4582, 2199, 3189. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was removed and replaced within the same surgery for a longer length lens. The problem was resolved. Cause of the event is unknown

Manufacturer narrative:
Claim# (B)(4).